Event description:
It was reported that bd maxzero needleless connector was occluded. The following information was received by the initial reporter with the verbatim: connector sterilely attached to end of stopcock, stopcock would not prime with the cap attached. Rn could not flush/prime the connector. They were trying to complete a blood lab. Iu health riley.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.